Manufacturer narrative:
Pump immediately alarmed an open book image with a partial display once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locks properly into the reservoir compartment, however, a partially broken retainer ring at the knit line was noted during visual inspection. Pump was cut open to perform visual inspection and found evidence of physical damage on the electronic assembly. Bleeding, cracked glass, missing segments, and broken component of pcba 1 was found during visual inspection. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, partially broken retainer, retainer knit line damage, corroded battery tube, corroded battery tube spring, and serial number label missing. Missing segments/partial display was confirmed during testing due to bleeding and cracked glass on pcba 1. Critical pump error (open book image) was found during testing due to a broken pcba 1 and pcba 2. Cosmetic damage at the display window (screen) was not confirmed, however, other cosmetic damage was noted . A partially broken retainer ring was found during visual inspection. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed pump damage and also partially display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for partially display. Customer inserted a new fully charged battery and display did not return to normal or self test failed. Troubleshooting was performed for pump damage. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Location of the damage was screen/display & it affected the pump functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.